Event description:
The rn called the patient's home to schedule an appointment with the patient and her husband said that the (single lumen) PICC IV line cap "cracked off" 2 days prior to the rn's call. Our on call rn had to bring a cap out to replace the one that cracked off. The on-call triage rn had the on-call rn go out to do a visit and replace the cap. The patient was receiving supplies while at the ambulatory infusion clinic. With the PICC cap off that protects the patient; there is an increased risk for infection, air embolism, bleeding, etc. This was a "near miss" with what could have happened due to leaving an open line into the bloodstream uncovered. It leaves the patient seriously vulnerable to many potential problems that could even cause death. Since the patient receives her antibiotics at the ambulatory infusion clinic, they usually do not get extra supplies for the home and the patient/patient caregiver are not routinely taught how to troubleshoot their PICC line care and maintenance. At the time of the cap change, the patient was afebrile and was receiving IV antibiotics through the PICC for left lower extremity deep vein thrombosis (dvt). Although the patient later developed septic arthritis three weeks after the cap change and received an additional course of antibiotics, the PICC was successfully discontinued about a week later without signs and symptoms of infection with orders for routine blood cultures x2 for three weeks.